Event description:
On (B)(6) 2014 the pt was noted to have a deposit on the outflow valve with some areas of darkness. The blood pump was changed in the mid-morning. During the pump change, the tubing connected to the de-airing needle inadvertently became dislodged when they were restarting the pump. This resulted in some blood loss and a need to stop the pump because of a concern for possible air entry into the pump. The pump was re-evaluated for air and it took 4-5 minutes to insure adequate de-airing prior to being able to restart the pump. While the pump was stopped, the pt had poor output from her native heart and required chest compressions to refill the pump adequately while the outflow cannula was clamped to de-air the pump completely. Given the amount of time of poor perfusion the site elected to keep her more deeply sedated, paralyzed, and temperature controlled. Plan to obtain CT on (B)(6) 2014 to re-evaluate for any air embolism and have continued the eeg to look for seizures. On (B)(6) 2014 a repeat head CT showed three areas of ischemic infarction in the right frontal, parietal, and caudate nucleus. These likely represent air emboli given the difficulties [had] with her pump exchange on (B)(6) 2014. She has been sedated and paralyzed to provide for the maximum neuro-protection strategy since her pump change and the physician elected to continue that through at least on (B)(6) 2014 with a plan to repeat her scan. Two days later ((B)(6) 2014) the pt converted to a cerebral bleed.

Manufacturer narrative:
(B)(4). Pump was implanted on (B)(6) 2014. Clinical affairs personnel have noted that the site was not following the berlin heart recommended pump change procedures when the event occurred. The clinical affairs has followed up with the site and re-educated the site. Update as of (B)(6) 2014, pt is off all medication and moving all extremities (mae). CT showing that a cerebral bleed is stable. Pt opens eyes but can't be totally assessed due to age. Overall, pt's condition is improving.